Event description:
The complainant had placed a impella 5.5 pump for care escalation from the impella cp to support a patient admitted in acute myocardial infarction/cardiogenic shock. The impella 5.5 was placed and clamped with the soft jaw. The pump then had saturated flows and new valve injury of the aortic insufficiency. These issues prompted the team to remove the impella 5.5 pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (unites states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: axillary insertion of impella 5.5 catheter. ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve.¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of impella catheter. ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms. ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The investigation for the saturated flow and the heart valve damage has been completed. Real time data logs were reviewed which showed slight flow saturation at p-5. Flow seems to be close to 4l/min at p-5 and greater than 4.4 l/min at one instance. Normal flows at p-5 is 2.1 to 3.6l/min. Also, placement signal was trending down. No ingestion trend seen or motor current spike. Saturated flows is seen for approximately 18 mins. The pump was returned and there were no visual abnormalities. The pump was run and saturated flow was reproduced with an upward trend of purge pressure. A tear down of the pump was performed and there was material around the bearing. The root cause of saturated flow was most likely biomaterial. The root cause of the heart valve damage is not determined as limited information related to failure was provided. Added d9 device return date.